Event description:
The surgeon stated that the distraction system on the left side was not working as she expected post operatively on (B)(6) 2013. Upon examination, she found that the activation nut on the left body limited bone stock clamp had not been inserted into the slot of the pin holding clamp. As a result, the nut did not tighten with the linear activation instrument. The surgeon reconstructed the distractor and resolved that problem but found that there was another problem which did not allow the distractor to work as it should. She was now concerned about being able to turn the activation nut even when the locking screw was tightened. Revision surgery was planned for (B)(6) 2013 to correct the distraction system. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Changed explant date from (B)(6) 2103 to (B)(6) 2013.